Event description:
It was reported that the patient received multiple inappropriate shocks for possible atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.